Event description:
In (B)(6) 2011, the pt was experiencing increased difficulty walking and difficulty standing; the symptoms were similar to those prior to the pump being implanted. At refills, "all the amount was accounted for". The pump was replaced. As of (B)(6) 2011, the pt was in the hospital following the pump replacement. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).